Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a confirmed fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.